Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the lcd board. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify a21 alarm or low battery alarm due to blank display. The insulin pump had stripped battery cap coin slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a reset error, a low battery, another reset error, and then had a blank display. The customer did not recall the blood glucose reading. The insulin pump was not stored or out of use for an extended period of time. The insulin pump had not been dropped, bumped or exposed to moisture. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer was advised to clean the battery cap contact and insert a new battery and reported that the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.